Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 0186408008, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus) implanted in 2017. The device was removed and replaced with a new aus consisting of a 5.5 cm cuff, a control pump and a 61-70 cm pressure regulating balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient presented erosion in the urethra. There were no patient further complications.